Event description:
It was reported that the pump was repeatedly emitting no prime alarms. The pump has been returned and evaluated by product analysis on 06/15/2011 with the following findings: the force sensor assembly was found to be damaged. Contamination was found on the force sensor assembly. This report is being made based on investigation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/15/2011 with the following findings: the force sensor assembly was found to be damaged. Contamination was found on the force sensor assembly. The pump was exercised for 24 hours with no loss of prime warnings. A review of the pump history indicated that loss of cartridge detection had not occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Recall 2531779-03/24/2010-003-r.